Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: biomet ebi bone healing system assembly, catalog #: 1068234, serial #: (B)(4). Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00094.

Event description:
It was reported that the patient experienced pain and a burning sensation from using the bone healing system (bhs) and bhs sflx xl coilette. The patient was using the device to treat a hallux failed fusion. For two nights, the patient used the device and experienced pain and a burning sensation that woke him up. The patient rated the pain as a 7 or 8, on a scale of 1 to 10, with 10 being the highest. The patient described the pain as on the surface of the skin. The patient says that the pain does not subside when he is not treating with the device. A new bhs device and sflx xl coilette was sent to the patient. It was reported that no further information is available.

Event description:
It was reported that the patient experienced pain and a burning sensation from using the bone healing system (bhs) and bhs sflx xl coilette. The patient was using the device to treat a hallux failed fusion. For two nights, the patient used the device and experienced pain and a burning sensation that woke him up. The patient rated the pain as a 7 or 8, on a scale of 1 to 10, with 10 being the highest. The patient described the pain as on the surface of the skin. The patient says that the pain does not subside when he is not treating with the device. A new bhs device and sflx xl coilette was sent to the patient. It was reported that no further information is available.

Manufacturer narrative:
The sflx xl coilette was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with julian date 20141. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx xl coilette was reviewed and there were no reports of non-conformances or deviations. The sflx xl coilette was tested and it operates as intended. The failure was not confirmed for the reported condition of "bhs unit causing heat/burning sensation". Review of complaint history identified (0) total complaints from (july 15, 2019) to (july 15, 2020) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025; tf1061-c00 which does not require calibration. Test/inspections were completed by the quality department on june 26, 2024. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.